Event description:
Patient reported "I then fell ill - out of my control. 560g I have inside" and "implants I have in are cancerous [...] Shouldn¿t matter what amount of cancer is in them if they have even a small percent of cancer they should be out my body. I don¿t have a rupture I do get sore under arm pits thought that was my swollen lymph nodes but I thought that was down to being run down as no one alerted me which should have been the case I know an anxious nervous wreck. I wouldn¿t have known anything unless I paid to see surgeon in 2022 where he told me cancer it¿s shocking [...] I¿ve never been tested for cancer but he did tell me the implants I have in have cancer in them now after my health problem I went back and he is not taking responsibility". Patient additionally elaborated "my under arms swell", "under armpit pain" and "had sore armpits for years now". This record is for the right-side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.